Event description:
It was reported that on (B)(6) 2025, at 11:30 a.m, a patient with urinary retention was admitted to the department for treatment. Following medical instructions, a disposable sterile urinary foley catheter was inserted into the patient. After insertion, urine flowed smoothly, and the patient reported no particular discomfort. The patient was given instructions on precautions to take. At 6:00 p.m., after the patient returned home, the urinary catheter was fell out. Upon inspection, the disposable sterile urinary catheter's water bag was found to be ruptured. It was immediately replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). Pfmea ra87p003, rev 23 (sac manufacturing process) was reviewed for this investigation. The reported event is addressed in step/item#3. A potential root cause for this failure mode could be low latex viscosity, short latex dwell time, latex dip speed out too slow causing thin sac. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU is attached in the investigation overview element. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, at 11:30 a.m, a patient with urinary retention was admitted to the department for treatment. Following medical instructions, a disposable sterile urinary foley catheter was inserted into the patient. After insertion, urine flowed smoothly, and the patient reported no particular discomfort. The patient was given instructions on precautions to take. At 6:00 p.m., after the patient returned home, the urinary catheter was fell out. Upon inspection, the disposable sterile urinary catheter's water bag was found to be ruptured. It was immediately replaced.